Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system shut down in the middle of a surgical procedure. The staff was able to insert the cassette and prime the unit to continue. There was no patient harm reported.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and reviewed the event log, but was unable to confirm or replicate the reported event. Unrelated to the reported event, preventive maintenance (pm) was performed with the footswitch and battery replaced. The system was then tested and met all product specifications. The system was manufactured on august 17, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).